Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pop, cystocele and mesh was implanted. It was reported that following insertion patient experienced pain, erosion, extrusion, dyspareunia and vaginal scarring problems. It was reported that patient underwent in office trimming on (B)(6) 2012. It was reported that patient underwent mesh excision on 02/27/2013. No additional information was provided.